Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 246, 321 and 267mg/dl. The customer's expected fasting blood glucose test result range is 110 and 175mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification,customer stores the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 12/25/2017 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history: (B)(6). Memory concern:high results. Customer has not had any recent changes in diet, exercise, or medications. Customer instructed customer on product proper storage environmental conditions.